Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped feeling stimulation from his scs system. An sjm representative met with the patient, but not able to provide effective stimulation with reprogramming. X-rays taken revealed no anomalies. The patient is consulting his physician regarding possible surgical intervention to address the issue.